Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the valve was slightly distorted due to stent post distortion. All leaflets were slightly stiff, but flexible except where host tissue extended on the inflow and outflow. A tear and abrasions on the lunula of the non-coronary cusp adjacent to the non-coronary left stent post appeared to be associated with the distorted stent post resulting in contact with bias wear. Remnants of glistening off white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary left inferior coaptive area extending 1 to 4 mm onto all leaflets significantly reducing the inflow orifice area. Pannus remains attached to the existing sewing ring on the outflow, along the outflow rail adjacent to all cusps extending to the backs of the non-coronary left and left right stent posts. Conclusion: the device history record was reviewed and showed that this valve mer all mfg spec for product released for distribution. No issues were identified that would have impacted this event. It was concluded that the pt's condition affected the effectiveness of the device.

Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted 1.5 years, was explanted due to a higher than anticipated gradient. It was also reported that the surgeon believed that there was pannus on the valve that could have been distorting one of the stent post.